Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shutdown and would not boot into windows without a username and password. After extensive troubleshooting, it has been determined that the reason the device would not boot into windows was due to interference within the network. Disconnecting and reconnecting the device from the network resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shutdown and would not boot into windows without a username and password.